Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during gastric bypass procedure, after stapling the surgeon noticed that the staple line was not complete. The last 3 staples at the right side of the cut line were malformed. Procedure was competed with same like device.